Event description:
The customer reported to vyaire medical an informational message with ltv 1200 regarding lpps code on unit. As per operations manual, this is an indication of low minute volume alarm is turned off. Furthermore, there was no patient associated with the reported event as the event happened during setup prior patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the technical support explained the alarm lpps code and sent the service/operator manual to make adjustments if necessary. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.